Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for lumbar fusion at level 6. It was reported that the rod broken after implantation and replaced with another rod in next surgery.  There was no patient symptom reported. There were no further complications reported regarding the event.